Event description:
It was reported that the right ventricular lead perforated the patient during implant. The patient was taken to the operating room for sternotomy and lead removal where the lead was found affixed to the chest wall. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.